Manufacturer narrative:
Sections with additional information as of 22-mar-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: syringes were returned for evaluation. Returned product was forwarded to supplier quality and internal evaluation was performed by the manufacturer. No abnormalities observed on returned products. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned - product evaluation in-process. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial issue has been resolved.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes; complaint was initially reported via e-mail and customer had been contacted by telephone. Customer reported that 6-8 of the 29g syringes had been missing the plunger cap and that one had been missing the needle tip cover. The package had not been open or damaged when received by the customer. Customer has been using the product out of this package for about one month. The customer feels well and did not report any symptoms. The customer is not claiming to be injured using the syringes and no medical intervention associated with the use of the product was reported.